Event description:
Removed for infection. Lead discarded, replaced with new system. Lumos vr-t. Pt is doing well. Also part of this system that was removed. Setrox 45, MDR 1028232-06-0253. Linox sd, MDR 1028232-06-0254.